Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient developed ¿severe scarring and compression of the ulnar nerve¿ where tisseel had been applied. The patient underwent a dissection to remove the adipocutaneous flaps. There was a significant scar mass encompassing the nerve, exactly where the tisseel was applied a few months ago. At least 50% of the epineurium is missing at the tisseel site, the nerve is ecchymotic and has clearly been constricted in the past few months. No further information was provided.